Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.